Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of "nodule", "induration", "oedematous", "blueish", "hot" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: undesirable effects. The patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site. Staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect).

Event description:
Healthcare professional reported, patient was injected with juvéderm® voluma¿ with lidocaine in the cheeks and jaw line, and juvéderm® volift¿ with lidocaine in the marionette lines. Three days after the injections the patient has developed a "nodule or an induration, a biofilm-like structure which was oedematous, blueish and hot" next to tragus. Approximately after onset, patient was treated with "ciprofloxacin 750 mg twice daily and prednisone 20 mg for 3 days, then 15 mg for 3 days, then 10 mg .. And so on". The healthcare professional also administered hyaluronidase after observing the nodule size had "resolved about 75%". Symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00422 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm® voluma¿ with lidocaine.